Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7072511. Product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1200, serial: (B)(4), batch: 371155.

Event description:
It was reported that the suture was looping out of patients midline incision. The patient grabbed the loop and pulled on it until it was completely exposed. It was noted that the loop was the patients right lead. The physician believed that an infection was present. The patient underwent an explant procedure and was placed on antibiotics. The explanted linear leads and ipg were not returned.